Event description:
It was reported that during an unspecified gastro-intestinal (gi) procedure, a balloon leak and inflation difficulties were encountered. The location of the lesion was unknown. The cre 15mm x 18mm balloon dilatation catheter was advanced to the lesion and inflated the first time without difficulty. On the second inflation, the balloon failed to inflate and a leak was noted. The device was removed and another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "good".